Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, there is reddened itching skin under the tape border for a 6 month period. End user also complained of burning. User changes every 2 or 3 days and washes skin with soap. Redness and itching occurs within a few hours after changing. No further info provided.